Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 9/1/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the initial event description is unclear if this patient may have had more than 1 suture not absorbed post-op or if there were other patients with a similar issue. Please provide the additional clarification: yes. One suture and one patient were there other patients that had issues with the suture not being absorbed and subsequent discomfort from oncology procedures that were performed in (B)(6) 2021? No

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbbbmzq0 lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? (B)(6) did the patient experience an adverse event? The suture did not dissolve in the patient how was the suture placed (interrupted or continuous)?interrupted which tissue layer, at which location was the suture, was used to close? Unknown did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? No could you please confirm if revision procedure was performed? Not done. Could you please confirm if re-suturing was performed? Not done. What in the physicians opinion are the factors contributing to the event? The suture does not dissolve when it should. Could you please confirm if this event is part of a clinical study? If yes, please provide the study number. No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial event description is unclear if this patient may have had more than 1 suture not absorbed post-op or if there were other patients with a similar issue. Please provide the additional clarification: how many sutures were found not absorbed at the 2 month follow-up for this individual patient? Was this patient prescribed any medication for the discomfort? Were there other patients that had issues with the suture not being absorbed and subsequent discomfort from oncology procedures that were performed in (B)(6) ? If yes, were files opened for these other patients? If there were other patients, please provide the pc numbers for the additional patients or create new pcs as necessary and provide the pc numbers. The single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an oncology procedure with a port catheter in (B)(6) 2021 and suture was used. At the patients 2 month follow-up visit, the suture was not absorbed and the patient experienced discomfort in that regard. There were no adverse patient consequences reported. Additional information has been requested.